Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that a crack was found on the restrictor of an rt268 infant dual heated evaqua2 breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the restrictor was cracked in two places. A lot check revealed no other complaints of this nature for lot 140506. Conclusion: we were unable to determine the root cause of the damage observed on the returned restrictor. Our investigation included a check of our manufacturing records which did not reveal any issues. All infant breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail this test are discarded. This suggests the returned restrictor was only damaged after being released for distribution. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms".